Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of air bubble/air in line was verified by inspection. The sample was first examined visually. There was a slight indication of the silicone tubing near the upper pumping segment fitting being slightly stretched out from its original dimensions. The sample was then primed with normal saline and there was no indication of occlusions, air in line or leakage throughout the tubing. The sample was then set into an alaris pump and a simulated infusion was conducted at a rate of 125 ml/hr. There was no indication of the tubing ballooning and the tubing set delivered the fluids as expected. Additional tests were conducted in order to replicate the issue seen by the customer. Another infusion was conducted at 125 ml/hr with an additional fluids being delivered via syringe at the first smartsite during infusion. When applying additional fluids through the first smartsite, ballooning in the silicone tubing was able to be replicated. Applying additional fluids through the lower smartsite did not cause the silicone segment to balloon. A device history record review could not be performed on model 10010454 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is that additional pressure was applied to the upper smartsite during an infusion causing for the silicone tubing in the pumping segment to balloon. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb ss 0.2m tubing ballooned while resting in the pump. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "bulging tubing and broken spike." "The first one occurred when a continuous infusion was running and the piece of tubing that rests within the pump began to bulge, causing the pump to alarm for occlusion."